Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was not charging. Customer's blood glucose was 144-160 mg/dl. After charging for an additional amount of time, battery charged.